Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed a series of infections which were treated with both oral and topical anitibiotics (type not reported.) The implanted device remains.